Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a stretched proximal coil as confirmed on a computed topography (CT) scan. A lead fracture and/or lead insulation issue was suspected. The issue was noted during an elective device changeout to a competitor product. Boston scientific technical services (ts) discussed the issue and noted that it was possible that this occurred during the explant of the old device. The field representative also agreed with this; however, they noted that they were not present during the procedure. The patient was reprogrammed to a single coil shock-path (right implanted device) and successful defibrillation threshold (dft) test was performed at 20 joules. The patient will continue to be monitored via a competitor's remote monitoring system. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.